Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following results:a review of the pump¿s history showed that the last basal delivery was on 01/16/2014 at 1:32 pm. No activity outside of normal use was observed and the total daily doses added up to correctly reflect the user¿s programmed basal rate. The pump was able to power on normally. The pump was primed successfully and exercised for 24 hours with no delivery interruption. The pump successfully passed a delivery accuracy test. The pump was paired with a test meter and boluses were performed and the bolus history recorded the boluses in the correct time and order. The pump performed within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was not performing basal deliveries. The patient¿s blood glucose levels reportedly reached 200-300 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. Boluses reportedly did not lower the blood glucose levels. This complaint is being reported because the reported issue was not resolved with troubleshooting.